Event description:
Description of event according to study wce-1616: zenith tx2 dissection w/pro-form and z-trak plus (zdeg): on (B)(6) 2020, the patient underwent an endovascular aortic repair for an aortic dissection via cutdown to right femoral artery under general anesthesia. The site reported a balloon was used during the procedure for compression of the false lumen to the proximal sealing zone of the graft and junction overlap between the graft and distal graft/stent. The left subclavian to left common carotid bypass and a left subclavian embolization was performed during the study device deployment. A stent-assisted balloon-induced intimal disruption and re-lamination in aortic dissection repair (stabilise) was done to the superior mesenteric (sma) stent and left renal stent during the study device deployment. The procedure angiography showed proximal zone of graft implantation at zone 2. The left subclavian artery had complete coverage by the graft fabric and was revascularized. The computed tomography (CT) showed the study device was patent. The thoracic and abdominal false lumen were completely thrombosed. There were no separation or device integrity issues. On (B)(6) 2020, four days post procedure, the follow-up CT with contrast was completed. The CT showed the celiac, sma, right renal, and left renal was patent, including the study device. The thoracic false lumen and abdominal false lumen were completely thrombosed. There was no separation, evidence of migration or device integrity issues. On (B)(6) 2020, 76 days post procedure, the follow-up CT was completed. Limited data provided by the site. There was no separation, evidence of migration or device integrity issues. The six-month clinical assessment, follow-up blood work, and follow-up CT were not completed. The 12-month clinical assessment, follow-up blood work were completed, and follow-up CT was not completed. On (B)(6) 2022, 787 days post procedure, the follow-up CT was completed. Data not provided by the site. There was no separation, evidence of migration or device integrity issues. On (B)(6) 2023, 1102 days post procedure, the two-year follow-up CT with contrast was completed. The CT showed innominate/brachiocephalic, left common carotid (lcc), celiac, sma, right renal, left renal, right common iliac, left common iliac, right internal iliac, left internal iliac were patent, including the study device. The left subclavian (lsa) was occluded. The thoracic and abdominal false lumen were not assessed. There was no separation, evidence of migration or device integrity issues. On (B)(6) 2024, 1463 days post procedure, the two-year follow-up CT with contrast was completed. The CT showed innominate/brachiocephalic, left common carotid (lcc), celiac, sma, right renal, left renal, right common iliac, left common iliac, right internal iliac, left internal iliac were patent, including the study device. The left subclavian (lsa) was occluded. The thoracic and abdominal false lumen were not assessed. There was no separation, evidence of migration or device integrity issues. On (B)(6) 2025, 1824 days post procedure, the follow-up CT was completed. Data has not been provided by the site at this time. On the same day the site reported ¿poor positioning of the proximal part of the thoracic endovascular aortic repair (tevar), patent false lumen at the abdominal level, and poor apposition of the stabilizer on the distal part¿. No treatment was done that time of event. The site did not report on the event relationship. Patient outcome: patient completed follow-up visits and site has not completed study exit. No treatment was done that time of event.

Manufacturer narrative:
Manufacturers ref # (B)(4). G4) similar to device marketed under 510(k)/PMA: p180001. Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 25feb2026: the site has updated information regarding this patient. They have deleted the adverse event responding with ¿the surgeon mentions in his october 2020 consultation letter that a misunderstanding occurred during the analysis of the files; in reality, there is no malapposition. The event must be deleted.¿

Manufacturer narrative:
Manufacturer ref# (B)(4). The site has deleted the event and states that "there is no malapposition". As there no longer any alleged deficiency in identity, quality, durability, reliability, safety, effectiveness, or performance of a device. The event is therefore no longer reportable under FDA 21 cfr part 803 as it does not meet the criteria for death, serious injury or product malfunction. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.